Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced high vault and elevated intraocular pressure (iop). The patient was prescribed diomox. The lens remained implanted. Additional information has been requested but none has been forthcoming. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6: health effect - impact code (f): additional medications: 4644 - diomox. H11: excessive vault is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).